Event description:
The patient went for explant/reimplant of the hm3 lvad on (B)(6) 2024. The patient was then placed on right ventricular assist device support utilizing protek and received multiple blood products.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided that the date of admission and discharge was (B)(6)2024. The patient is on cefadroxil for infection suppression as of (B)(6)2025. The reception of multiple blood products was due to pump exchange surgery. The patient's international normalized ratio (inr) was supratherapeutic (correction).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 ¿introduction¿ of this document lists potential adverse events, including right heart failure, infection, and bleeding, that may be associated with the use of heartmate 3 lvas. The IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". Section 6 also lists infection as a potential late postimplant complication. Both the IFU and patient handbook provide care instructions in regard to preventing infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated b5. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were submitted and reviewed, and the event log displayed multiple strings of low flow alarms where the low flow estimator dropped below 2.5 liters per minute (lpm) beginning (B)(6) 2024 7:20 am ¿ 2:30 pm. The low flows sustained 1.8 lpm ¿ 0.1 lpm trending downward. The low flow alarms displayed in the event log are likely related to an occlusion, a thrombus, or a potential outflow graft obstruction/twist as the pump was seeing a reduction in blood volume. The patient had an echocardiogram, computed tomography (CT) chest, computed tomography angiography (cta) chest, and lab work done. These tests revealed no opacification in the majority of the left ventricular assist device outflow cannula, which raised concern for thrombus and device malfunction. The patient was tachypneic, diaphoretic, weak, and noted signs of hypoperfusion. The patient was given a bolus of heparin and was initiated on milrinone, which improved these symptoms. The patient's international normalized ratio (inr) was subtherapeutic. In the patient¿s first labs in the unit, their lactic was 2.6, troponin was less than 0.01, haptoglobin was 411, white blood cell count (wbc) was 11.6, hemoglobin was 13, brain natriuretic peptide (bnp) was 144, international normalised ratio (inr) was 6.9, d dimer was 2.18, fibrin monomler was negative, fibrinogen was 643, direct antiglobulin test was negative, lactate dehydrogenase (ldh) was 262, creatinine was 1.19, and lipase was 67. Blood cultures were positive for staphylococcus aureus. The patient went for explant/reimplant of the hm3 lvad on (B)(6) 2024 due to thrombosis. The patient was then placed on right ventricular assist device support utilizing protek and received multiple blood products. It appeared the patient was sleeping on battery power which is not recommended. Additional information confirmed that the pump exchange resolved the low flow alarms.